Manufacturer narrative:
Upon completion of the investigation it was noted that it was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records confirmed the valve product code 82-3184, with lot cvcb3w, conformed to the specifications when released to stock on the 5th april 2012. No root cause could be determined as the sample was not returned for investigation. If the sample is returned in the future, this complaint will be re-opened and the sample investigated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not available.

Manufacturer narrative:
UDI: gtin unavailable, product made prior to compliance date; (B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
Catheter become blocked after implanting.